Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted on (B)(6) 2018. On (B)(6) 2020, the patient noticed that the pump could not work normally. A revision surgery was performed to remove and replace the aus. The physician was able to confirm a pump failure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump failure cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted on (B)(6) 2018. On (B)(6) 2020, the patient noticed that the pump could not work normally. The physician evaluated the need to conduct a revision procedure. A revision surgery has not been performed. Therefore, the specific malfunction has not been determined.